Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. It is not specified how the patient manages her diabetes or if changes were made to her usual management routine. Immediately after the start of the alleged issue, the reporter claimed the patient had symptoms of shaking and vomiting. The patient drank juice as treatment. At that time, the patient obtained blood glucose results of ¿54 and 61 mg/dl¿ with another device. On the morning of (B)(6) 2013, the reporter alleged the patient¿s blood glucose was ¿going extremely high¿ and claimed the patient became ¿unresponsive.¿ the reporter alleged it took longer than usual to manage the patient¿s blood glucose due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. The alleged issue was not observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.